Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and booting test was performed and passed. A run receiver functional test was performed and passed. A manual functional try it test for vibrator mode was performed and passed. The receiver case was opened for visual inspection and the inspection passed. The speaker resistance was measured and the resistance was within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. The patient's partner noticed that the patient would not wake up. His partner checked his receiver and it was reading 41 mg/dl however there was no alert (audio or vibration) from the receiver for the low glucose threshold of 70 mg/dl. No fingerstick blood glucose (bg) was taken during that time. He said it did not vibrate or give him an audio alert. The patient's partner called the paramedics. When the paramedics arrived, the receiver was still reading 41 mg/dl while a fingerstick bg taken by the paramedics was 21 mg/dl. They administered glucose via intravenous (IV) therapy, unknown dosage. After the paramedics left, the patient¿s bg was 173 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.